Manufacturer narrative:
The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that the plate was broken. Fusion occurred in spite of the hardware failure. No additional information provided.

Manufacturer narrative:
Visual inspection confirms one of the two compression arms is broken and missing. The complaint states that the device worked long enough for fusion to occur. The IFU states, the main goal of surgery with this implant is to establish bony fusion. Abnormal or excessive forces could lead to delayed union, non-union, or failure of the implant, it must be recognized that they can be expected to withstand the activity levels and loads as would normal, healthy bone after fusion occurs.